Event description:
I had essure implanted between 2007 - 2008. Surgery to remove precancerous cells from my cervical area 3 times since having the essure put in. Most recently on (B)(6) 2017 by leep. I've had extremely painful periods since the surgery in 2017. They are so bad I don't work during that time unless I can't avoid it. I have pain after sex now. Never had it before. The following concerns began after I had essure implanted: fatigue, developed 30 plus allergies (didn't have allergies as a kid or young adult), muscle aches, muscle loss, brain fog, memory impairment (cannot always recall regular everyday words, extremely difficult to retain new information, difficulty concentrating). I've had a lot of joint pain especially in my hands, loss of grip strength, reoccurring dizziness, rashes developing around my joints. I developed pleurisy in my early thirties, reoccurring urinary tract infections, burning skin, itchy skin. I suspect I forgot something important but just can't remember right now.